Manufacturer narrative:
The facility's maintenance has disconnected both siderails same issue occurs. Repairs have not been completed.

Event description:
Alleged that blood has migrated into the junction box. After replacing the junction box and plugging the bed in, he found that the head section would rise on its own.